Manufacturer narrative:
The field service representative (fsr) found that the air inlet assembly had a crack on the polycarbonate bowl. The fsr replaced the air inlet assembly and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, there was a hissing noise coming from the back of the electronic patient gas system (epgs). Upon closer inspection of the epgs the user facility could feel air coming through a small crack on the clear polycarbonate cover of the air inlet assembly. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a crack near the tip of the water trap filter. The filter was installed into a lab use only (luo) electronic patient gas system (epgs) and the system was pressurized. The pst observed air escaping through the crack but despite the leak, the epgs function appeared unaffected. Calibration was successful and the system held a steady flow rate.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.